Event description:
Additional information noted that a revision took place, and the right ventricular lead was surgically abandoned. The device remains implanted with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up the right ventricular safety switch was triggered to unipolar due to out of range pace impedance measurements since (B)(6) 2015. The values decreased but were back out of range in (B)(6) 2015. No symptoms were experienced by the patient. The physician suspected a possible right ventricular lead fracture but this was not confirmed. The device was reprogrammed and a follow up was scheduled in three months for a possible lead replacement. No adverse patient effects were reported.